Event description:
It was reported that a user experienced fluctuating and elevated blood glucose attributed to insulin leakage around the ilet connection and within the ilet during use of cartridges and a contact detach infusion set, with multiple supply changes performed and the user previously pre-filling cartridges. Symptoms included hyperglycemia with a reported fingerstick high of 479 mg/dl and a cgm high of 369 mg/dl, as well as nocturnal hypoglycemia treated with oral glucose and cheese, without loss of consciousness or other acute complications. Outcomes included prolonged time outside target glucose range for approximately eight and a half hours without ketone testing, medical intervention, or backup therapy. Investigation included real-time troubleshooting and education, observation during a supervised supply change, and arrangement for replacement luer connectors and cartridges. Investigation of this case revealed suspected product leakage at the connector or cartridge interface and potential user-related handling contributing to leakage, including pre-filling of cartridges contrary to use recommendations. It was concluded, based on previously established findings for similar reports, that the cause was likely a combination of component leakage at the connector/cartridge interface and user handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.